Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) it was stated that no parts were replaced. The customer reconnected the power cable firmly to the power source and the device returned to charging as expected. The alarm reported to have cleared. It was confirmed that the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.